Event description:
The clinician reports that the day the implant was placed in ada 18, failure occurred upon insertion. Details of surgery: primary stability not achieved, nerve encroachment and ridge augmentation. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.